Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer changed the basal rate settings from 0.3 units/hour to 0.4 units/hour for the "2:30 a.m" timed segment. Reportedly, the customer believes that the pump delivered a basal rate of 0.5 units/hour for the "2:30 am" time segment instead of 0.4 units/hour. During the call with tandem technical support, the customer remembered that the basal rate had been accidentally changed from 0.3 units/hour to 0.5 units/hour by the customer. Then, the basal rate was changed to 0.4 units/hour. The customer confirmed no further assistance was needed from tandem technical support, and blood glucose level was not impacted.